Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6): customer reported via phone that during CT of the abdomen the low pressure coiled tubing ruptured, spraying contrast on the technologist. Optiray 100ml prefilled syringe loaded into the injector system. IV access was a 20ga angiocath. A bbraun ultrasite 7 inch extension tube connected the IV access device and the covidien coiled tubing connected to the syringe. Injection protocol was 2.5ml/second for 100ml. After approx 20ml of contrast was injected, the tubing ruptured, spraying contrast on the staff. No reported injury.